Event description:
It was reported to medtronic minimed that the customer experienced it does not believe in the pump anymore. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885a, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Unit was downloaded successfully using thump software. No alarms noted in adapt during download history review. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. Unit was monitored for three days. Auto basal and smartguard checklist all successfully activated. No sensor or smartguard anomalies were noted. Pump sensors features and auto mode connection are working properly. Unit received with missing display window/cover, cracked case on battery side, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. In conclusion, customer allegations for smartgaurd bolus delivery were not confirm during testing. Unit and sensor communicated properly during testing. Unit passed full functional tests and no abnormal behavior or unexpected alarms noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.